Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the insulin pump shut off. The caller also reported that there was crack in the display. The customer's blood glucose was unknown at the time of incident. The caller stated that the display did not return after replacing the battery. The insulin pump will not be returned for analysis.